Manufacturer narrative:
The insulin pump received with no button response due to corroded keypad traces. The insulin pump received with cracked battery tube thread, cracked reservoir tube lip, and cracked case near display window corners noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer's keypad was not working on the insulin pump. Caller stated that the customer will be traveling abroad. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.